Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), pelvic pain ("constant persistent pelvic pain/severe persistent pelvic pain/pain/severe and persistent pain"), abdominal pain ("constant persistent abdominal pain/severe persistent abdominal pain") and pancreatitis ("pancreatitis") in a 30-year-old female patient who had essure (batch no. 624105) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple pregnancy (live birth on : (B)(6) 1994, (B)(6) 2001, (B)(6) 2002 and (B)(6) 2007.) And parity 4. She didn¿t claim that she experienced a hypersensitivity reaction to nickel. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2007. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced abdominal distension ("bloating"). On (B)(6) 2007, the patient experienced alopecia ("hair loss/hair falling out"). On (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2008, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced pancreatitis (seriousness criterion hospitalization) with back pain. On (B)(6) 2015, the patient experienced gastritis ("gastritis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("mental anguish/anxiety"), depression ("depression"), feeling abnormal ("brain fog") and weight increased ("weight gain"). The patient was treated with morphine, surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, pancreatitis, gastritis, abdominal distension, alopecia, dyspareunia, feeling abnormal and weight increased outcome was unknown and the anxiety and depression had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, depression, dyspareunia, feeling abnormal, gastritis, migraine, pancreatitis, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: plantiff was informed about the perforation by the doctor after the hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), pelvic pain ('constant persistent pelvic pain/severe persistent pelvic pain/pain/severe and persistent pain'), abdominal pain ('constant persistent abdominal pain/severe persistent abdominal pain') and pancreatitis ('pancreatitis') in a 30-year-old female patient who had essure (batch no. 624105) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple pregnancy (live birth on : (B)(6) 1994, 2001, (B)(6) 2002 and (B)(6) 2007.), parity 4 and abdominal hernia repair. She didn¿t claim that she experienced a hypersensitivity reaction to nickel. Concurrent conditions included gallbladder disease, weight loss, irregular periods, vaginal discharge, libido decreased and nickel sensitivity. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2007. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced abdominal distension ("bloating"). On (B)(6) 2007, the patient experienced alopecia ("hair loss/hair falling out"). On (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2008, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced pancreatitis (seriousness criterion hospitalization) with back pain. On (B)(6) 2015, the patient experienced gastritis ("gastritis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("mental anguish/anxiety"), depression ("depression"), feeling abnormal ("brain fog") and ovarian cyst ("cyst in their ovaries") and was found to have weight increased ("weight gain"). The patient was treated with morphine and surgery (hysterectomy and hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, pancreatitis, gastritis, abdominal distension, alopecia, dyspareunia, feeling abnormal, weight increased and ovarian cyst outcome was unknown and the anxiety and depression had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, depression, dyspareunia, feeling abnormal, gastritis, migraine, ovarian cyst, pancreatitis, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: plaintiff was informed about the perforation by the doctor after the hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media was received. Event added- cyst on ovaries. Reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), pelvic pain ('constant persistent pelvic pain/severe persistent pelvic pain/pain/severe and persistent pain'), abdominal pain ('constant persistent abdominal pain/severe persistent abdominal pain') and pancreatitis ('pancreatitis') in a 30-year-old female patient who had essure (batch no. 624105) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple pregnancy (live birth on : (B)(6) 1994, (B)(6) 2001, (B)(6) 2002 and (B)(6) 2007. Parity 4 and abdominal hernia repair. She didn¿t claim that she experienced a hypersensitivity reaction to nickel. Concurrent conditions included gallbladder disease, weight loss, irregular periods, vaginal discharge, libido decreased and nickel sensitivity. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2007. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced abdominal distension ("bloating"). On (B)(6) 2007, the patient experienced alopecia ("hair loss/hair falling out"). On (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2008, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced pancreatitis (seriousness criterion hospitalization) with back pain. On (B)(6) 2015, the patient experienced gastritis ("gastritis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("mental anguish/anxiety"), depression ("depression"), feeling abnormal ("brain fog"), adnexa uteri pain ("the irritation causes the pain /quicker the pain will be relieved") and ovarian cyst ruptured ("cyst in their overies/ mopping up the extra free floating fluid from the rupture") and was found to have weight increased ("weight gain"). The patient was treated with morphine and surgery (hysterectomy and hysterectomy, bilateral salpingectomy). Essure was removed on 9-oct-2015. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, pancreatitis, gastritis, abdominal distension, alopecia, dyspareunia, feeling abnormal, weight increased, adnexa uteri pain and ovarian cyst ruptured outcome was unknown and the anxiety and depression had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, anxiety, depression, dyspareunia, feeling abnormal, gastritis, migraine, ovarian cyst ruptured, pancreatitis, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: plaintiff was informed about the perforation by the doctor after the hysterectomy. Concerning the injuries reported in this case, the following ones were reported via social media- ovarian cyst rupture, ovarian pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received- event ovarian cyst updated to ovarian cyst rupture. New event the irritation causes the pain /quicker the pain will be relieved were added. New reporter were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), pelvic pain ('constant persistent pelvic pain/severe persistent pelvic pain/pain/severe and persistent pain'), abdominal pain ('constant persistent abdominal pain/severe persistent abdominal pain') and pancreatitis ('pancreatitis') in a 30-year-old female patient who had essure (batch no. 624105) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple pregnancy (live birth on : (B)(6) 1994, (B)(6) 2001, (B)(6) 2002 and (B)(6) 2007.), parity 4 and abdominal hernia repair. She didn¿t claim that she experienced a hypersensitivity reaction to nickel. Concurrent conditions included gallbladder disease, weight loss, irregular periods, vaginal discharge, libido decreased and nickel sensitivity. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2007. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced abdominal distension ("bloating"). On (B)(6) 2007, the patient experienced alopecia ("hair loss/hair falling out"). On (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2008, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced pancreatitis (seriousness criterion hospitalization) with back pain. On (B)(6) 2015, the patient experienced gastritis ("gastritis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("mental anguish/anxiety"), depression ("depression"), feeling abnormal ("brain fog"), adnexa uteri pain ("the irritation causes the pain /quicker the pain will be relieved"), ovarian cyst ruptured ("cyst in their overies/ mopping up the extra free floating fluid from the rupture") and dyshidrotic eczema ("dishidrotic eczema on hands ") and was found to have weight increased ("weight gain"). The patient was treated with morphine and surgery (hysterectomy and hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, pancreatitis, gastritis, abdominal distension, alopecia, dyspareunia, feeling abnormal, weight increased, adnexa uteri pain and ovarian cyst ruptured outcome was unknown and the anxiety and depression had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, anxiety, depression, dyshidrotic eczema, dyspareunia, feeling abnormal, gastritis, migraine, ovarian cyst ruptured, pancreatitis, pelvic pain, uterine perforation and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: plantiff was informed about the perforation by the doctor after the hysterectomy. Concerning the injuries reported in this case, the following ones were reported via social media- ovarian cyst rupture, ovarian pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event dishidrotic eczema on hands was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), pelvic pain ("constant persistent pelvic pain/severe persistent pelvic pain/pain/severe and persistent pain"), abdominal pain ("constant persistent abdominal pain/severe persistent abdominal pain") and pancreatitis ("pancreatitis") in a (B)(6) female patient who had essure (batch no. 624105) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple pregnancy (live birth on : (B)(6) 1994, (B)(6) 2001, (B)(6) 2002 and (B)(6) 2007.) And parity 4. She didn¿t claim that she experienced a hypersensitivity reaction to nickel. Concomitant products included medroxyprogesterone acetate (depo-provera) in (B)(6) 2007. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced abdominal distension ("bloating"). On (B)(6) 2007, the patient experienced alopecia ("hair loss/hair falling out"). On (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2008, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced pancreatitis (seriousness criterion hospitalization) with back pain. On (B)(6) 2015, the patient experienced gastritis ("gastritis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), anxiety ("mental anguish/anxiety"), depression ("depression"), feeling abnormal ("brain fog") and weight increased ("weight gain"). The patient was treated with morphine and surgery (hysterectomy). Essure was removed on 9-oct-2015. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, pancreatitis, gastritis, abdominal distension, alopecia, dyspareunia, feeling abnormal and weight increased outcome was unknown and the anxiety and depression had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, depression, dyspareunia, feeling abnormal, gastritis, migraine, pancreatitis, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: plantiff was informed about the perforation by the doctor after the hysterectomy. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet received, case upgraded to incident. New reporter, patient demographic information, patient relevant history and product indication ,stop date , new events constant persistent pelvic pain/severe persistent pelvic pain,constant persistent abdominal pain/severe persistent abdominal pain, gastritis, pancreatitis, bloating, hair loss/hair falling out, painful intercourse and mental anguish were added. Patient underwent a hysterectomy. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only . Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.